Event description:
It was reported that the patient experienced dissatisfaction with the rigidity of the cylinders. The patient requested that the cylinders are revised so he could achieve more rigidity with erections. The cylinder and pump were replaced and the reservoir was left untouched. The patient status was reported to be no issues. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient is satisfied.

Event description:
It was reported that the patient experienced dissatisfaction with the rigidity of the cylinders. The patient requested that the cylinders are revised so he could achieve more rigidity with erections. The cylinder and pump were replaced and the reservoir was left untouched. The patient status was reported to be no issues. Additional information received that the patient is satisfied.

Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. The other cylinder and pump performed within specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.